Event description:
The manufacturer received information alleging an alarm occurred during use then the unit became inoperative temporarily. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported "ventilator inoperative" was not duplicated. Review of the event log, showed writing into the event log had been completed incorrectly, had been recorded in a space that corresponded to the reported event log as. Given the above results, there was a possibility that. Was displayed because the event log failed to be read due to incorrectly written log. A possible cause was considered an anomaly in the cpu/memory or data communication. In addition, a possible cause was that the anomaly in the cpu contributed to "ventilator inoperative". The device's software needed to be updated to ver3.6.2 including a feature for countermeasures against the above reported failure to address the issue. An error code related to coin cell voltage is outside of its valid range had occurred so that the main board needs to be replaced to address the issue. The device was returned unrepaired. After that, the device would be discarded.